Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the clip was closed and the suture had its needle separated. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received two devices. Visual inspection of the product returned two sutures inside the retainer. As four disengaged needles were returned, the swages could not be matched with the sutures but it was noted that the suture had a short crimp marks. Microscopic inspection of the swages of the needles noted no transfer material of the suture. Functionally, the crimp marks on the suture were measured. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. It was traced to poor suture insertion into the needle during the attaching process. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.